Event description:
It was reported that the fiber (cap) tip detached inside of the patient at 140,210 joules into the case. The fiber tip was retrieved. The fiber was replaced with a second fiber to complete the procedure. There was no patient injury. While the surgeon was creating a groove utilizing the laser fiber, the tip of the laser fiber melted and popped. The fiber was withdrawn along with the tip which was easily removed. A new fiber was opened and used to complete the case. There was no injury to the patient.

Manufacturer narrative:
(B)(4). This report is a copy of the user report which was received (B)(4) 2012 by (B)(6). However, the user's report number was not provided and has not been able to be obtained from the customer. Additional information from the voluntary report: brand name: greenlight phs bph fiber optic, common device name: laser fiber, lot #10-2090-210h, (B)(6).